Event description:
Reportedly, the instrument was fired and the jaws locked on the lung tissue. As a result, a part of the lung tissue tore as the instrument was removed. It is unknown how the tear was repaired. However, another instrument was used to complete the anastomosis and the case. Procedure: thoracotomy.